Event description:
The customer reported that a pt may have received an incorrect dose of medication. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that a pt may have received an incorrect dose of medication. No pt harm was reported. There is a potential for a pt receiving an extra dosea extra dose. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.